Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. The device evaluation found the plug unit was scratched, water tightness was lost due to a pinhole on the protective coating of the insertion portion of the device, the illumination from the light guide lens was uneven, the insertion tube rotation ring was damaged and prevented smooth rotation, the light guide lens was burnt, the adhesive on the protective coating of the insertion portion of the device was detached, and the connecting tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope was leaking at the distal end. The issue was found during a regular internal review of the device. The device was returned for evaluation. During the device evaluation, foreign material was found on the light guide lens which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that humidity invaded the light guide (lg) lens which led to corrosion. Additionally, it's probable this occurred due to applied physical stress to distal end such as hitting and dropping, and the lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. A definitive root cause of the foreign material in the lg lens was unable to be identified. The event can be detected by following the instructions for use which states the detection method in bf-190 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.